Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, pump battery was not charging using multiple ac adapters and usb cables. There was no reported impact to customer's blood glucose. Reportedly, customer used new charging supplies and battery issue was resolved.